Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. High pressure alarms 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: (B)(4). 2.3 serial number/batch: (B)(6). 2.4 software version: (B)(4). 2.5 hours of operation: 2006. 2.6 further information: n/a. ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The infusion from (B)(6) 2023 was investigated. The infusion was started a few seconds later, the pressure alarm and the upstream alarm occurred. Also, the pressure alarm were found in the last infusions. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: 3.4.1 in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,35 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,10 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,97 bar (should be: 1,8-2,5 bar). Pmin: is: 1,67 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,92 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.4.2 after consultation with the r&d department could not be excluded that the malfunction has to do with the intermittent function of the upstream pressure sensor. (See attached e-mail from r&d department). 3.5 disassembling: the device was disassembled and the inside was investigated. No visible damage were found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a. N/a. N/a. 3.7 for examination used disposables: description: ref.: lot: n/a. N/a. N/a. ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could be confirmed. The described error pattern could not be reproduced during the investigation but was comprehended during the history analyzation. The inability to insert the line (or high pressure alarms) was caused by an intermittent function of the upstream pressure sensor caused by electrostatic effects during operation. The pressure sensors should be replaced as preventive action (with service part (B)(4)). Addition information: n/a.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "high pressure alarm." According to the customer: "...can you take a look at the above and let me know if there for quality or not. On the actual pumps it says keeps high pressure alarm on one and high pressure on the other. Just in regards to the follow up questions following the recent email about our high pressuring fluid pumps. I cannot pin point which procedure was being carried out at the time of the errors on the pumps. They have also been used in wards on patients. No harm resulted in the delay of fluid therapy. There would have been a small delay starting the procedure until ivft had been started."